Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system issue that occurred outside of a procedure. It was reported that the system was booting into e-stop and in the next day of troubleshooting, the motion bar would not boot. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
The motion control box was returned to the manufacturer for evaluation. After the following tests were performed function testing, performance testing, visual and physical examination. It was observed and confirmed the lights do not come on or flash. The motion control box was replaced.